Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder surgery the tip of the screwdriver broke off. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, 3.0 mm hex driver, ar-9625, batch 022144, was received for investigation. Upon visual inspection, it was noted that the distal tip of the returned had broken and twisted. No fragments were returned for investigation. Functional testing was not performed due to the damaged distal tip of the device. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause of this condition is the excessive force used to pry and/or leverage the device.